Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a transcatheter arterial chemoembolization [tace] procedure, the sidearm of the access sheath detached. No patient injury to report.

Manufacturer narrative:
The suspect device was not returned for evaluation, however, photographs of the defect were provided by the account. Based on the photographs provided the complaint is confirmed. The root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.